Event description:
A healthcare professional reported the aspiration pneumatic pipe detached from the cassette at the beginning of a retina procedure. The product was exchanged and the procedure was completed without consequences to the pt. No add'l info is expected for this case.

Manufacturer narrative:
A sample was received and it is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).